Event description:
The account alleged that the trendelenburg and reverse trendelenburg functions are not functioning along with the hilow down function. No injury reported. MFR 3006697241-2013-00072.